Event description:
It was reported that a home patient (hp) had inadvertently pulled the transfer set catheter connector apart from the titanium adapter and then reconnected them using tape. During follow up, it was reported that a new transfer set was put in place after this event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received; however baxter?s investigation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.